Event description:
Revision surgery - the patient was dislocating repeatedly due to a bone resorption and muscular atrophy. The surgeon decided to revise the surgery with a constrained liner to prevent the patient from dislocating. There was no failure of djo surgical product.

Event description:
Revision surgery - details unk.

Manufacturer narrative:
The reason for this revision surgery was to remedy dislocation after an unknown duration in-vivo. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history records and the product complaint report history could not be performed due to missing data regarding the part and lot numbers. The root cause was most likely due to bone resorption and muscular atrophy. There is no indication of a product or process issue affecting implant safety or effectiveness.